Manufacturer narrative:
On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin (2g every four days according to lab work) for peritonitis. Eleven days later the vancomycin was discontinued and the patient was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause of the event was not reported. It was reported the patient ¿went to the hospital¿, however, it was not reported if the patient hospitalized for the event. The patient was treated with unspecified antibiotics for the event. Pd therapy was ongoing. It was reported the patient ¿went home¿ and the cloudy fluid was resolved. At the time of this report, the patient was recovered from the event and ¿felt fine¿. No additional information is available.